Event description:
Voluntary medwatch received states loss of capture was noted during an unrelated, routine generator change. This resulted in arrythmia that was resolved by the device when the lead was reconnected. The procedure was completed successfully. No adverse patient consequences were reported.